Event description:
Initially the hospital staff had told the sales representative that a1059 "skull clamp did not lock." Further investigation into this complaint determined that the mayfield skull clamp did lock, however, there was a slippage while pt was being transferred into prone position. Surgery proceeded as expected and no event was caused to pt. The pt details were not provided due to privacy regulations.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.